Event description:
This MDR is related to MDR 3013840437-2023-00071 referring to the same patient. Follow-up information was received on 20-jul-2023: the reporter informed that the autoimmune disease (that was not specified before (B)(6)2023) was related to an inflammation of the thyroid gland. The patient was treated with a substituted hypothyroidism (euthyrox; levothyroxin-natrium 75mg). The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrotized tissue (pt: injection site necrosis), was deemed to meet the serious criteria of hospitalization, life threatening, and required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00045070, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This MDR is related to MDR 3013840437-2023-00071, referring to the same patient. This spontaneous report was received from a swiss physician and concerns a 68-year-old female patient. She was injected subdermal, with radiesse(+), above and along the jawline, for skin improvement and lift, on (B)(6) 2023. Batch number was reported as a00045070 (expiry date: 12/2023). The batch record review was received and the lot number for radiesse(+) was confirmed as a00045070 (expiry date: 12/2023). A lot search in the global safety database was conducted. She was injected with a 22 g cannula. The patient was previously injected with radiesse and she had the same treatment for 2 years. She had no complications during aesthetic injections in the past. The patients medical history included arterial hypertension, stable, minimal aortic valve regurgitation (since 2014), mild central aortic regurgitation (since (B)(6) 2014), substituted hypothyroidism, mamma-ca right (in 2012, therapy completed) and an autoimmune disease. On (B)(6) 2023, in the evening, after the treatment with radiesse(+), the patient experienced infection and sepsis. The patient was presented to the hospital emergency department in a clearly reduced condition, septic shock, so that she was admitted to the intensive care unit. The CT imaging was performed for neck thorax where a descended deep neck infection was suspected. The infection even spread to the thorax. She underwent several operations within three weeks. On (B)(6) 2023, the corrective treatment during hospitalization included explorative cervicectomy on both sides, tunneling subcutaneous temporal or buccal right throracoscopic revision with effusion drainage and opening of the mediastinal pleura on the right. Medications included clindamycin every 900 mg (6-dl), from (B)(6) 2023, clindamycin 600 mg, (6-dl) from (B)(6) 2023, intravenous ciprofloxacin 400 mg, twice a day, from (B)(6) 2023, daptomvcin 6 mg/kg once a day, from (B)(6) 2023, cefriaxone 2g (12-dd), from (B)(6) 2023, privigen 1g/kg, since (B)(6) 2023, then 0.5 g for 3 days, from (B)(6) 2023, prophylatic heparinisation from (B)(6) 2023 and zyprexa. She was monitored in the intensive care unit from (B)(6) 2023 and sitting vigil from (B)(6) 2023 (as reported). The infection was mainly in the area where radiesse(+) was injected and spread. On (B)(6) 2023 the findings confirmed that there was a doughy swelling and reddening of the right cervical area, extending from the right cheek into the jugulum. Enorally, the tonsils were prominent on both sides but there was no bulging of fluctuations of the palatal arches and no evidence of a large collection of abscesses. On (B)(6) 2023, the biopsy showed infectious, partially necrotized, inflammatory altered tissues without evidence of malignancy. The outcome of the event sepsis was reported as resolved, after 29 days, on (B)(6) 2023. Due to the provided information, the outcome of the event necrotized was considered as resolved, in 2023. In the opinion of the reporter, the events were of severe intensity, life threatening, not permanent and related to radiesse(+).